Event description:
It was reported that the pump did not start despite being connected for more than two hours using two different cables. There was no information provided on the customer's blood glucose level, so there was no reported impact to it. A replacement pump with a new serial number was arranged, and the defective pump was expected to be returned to the distributor.